Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The device was not received from the customer. The clinical details provided were sufficient to determine a root cause. In the imc logs, we see that during console boot-up the optical bench state machine (ossiopsens) gets stuck in post_start_state and does not reach post_ok_state. This prevents the software from reading pump eeprom. The root cause of the issue and its relation to the impella automated controller device bugs or defects in software (excludes firmware). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic would not recognize when the impella was connected, also could not prime pump. Attempted several times to connect and re-connect white cable without success. A back-up aic was used with successful pump connection and priming. There was no report of patient harm or injury.